Event description:
11 months after the primary surgery, the patient presented with patellar tracking issues of unknown cause. The surgeon revised the patellar component and replaced the liner per standard procedure. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 03 november 2025 lot 2400498: (B)(4) items manufactured and released on 28-march-2024. Expiration date: 05-march-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the available information, no definitive root cause can be established. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing-related issues.